Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06742, 2017865-2020-06743. It was reported that the patient developed a fever and was diagnosed with cystic infection. The pacemaker system was explanted on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Correction: g3: distributor should had been included in the initial report. Analysis was normal. No anomalies were found.